Manufacturer narrative:
The device was not returned to the manufacturer.

Event description:
Biomerieux initiated an internal complaint for etest® benzylpenicil pg 32 ww s30 strips (ref. 412265) following the issuance of a warning letter from the (B)(4) . (B)(4) investigated the accuracy of benzylpenicillin gradient test, which included biomérieux etest® benzylpenicil pg 32 ww s30 (ref 412265). The gradient tests were tested on in-house prepared mueller hinton fastidious agar from oxoid (thermo fisher scientific) and bbl (bd). Broth microdilution using mueller-hinton-f (mh-f) broth was used as the reference. (B)(4) concluded that the available gradient tests (including etest®) systematically underestimate benzylpenicillin mic values in streptococcus pneumoniae when compared to the broth microdilution reference method. As there is no patient associated with this (B)(4) study, there is no adverse event related to any patient's state of health. Biomerieux has initiated an internal investigation

Manufacturer narrative:
An investigation was initiated in response to an internal complaint for etest® benzylpenicil pg 32 ww s30 strips (ref. 412265) following the issuance of a warning letter from the european committee on antimicrobial susceptibility testing (eucast). Performance study: an internal performance study was carried out on etest pg32 strip with 33 strains of streptococcus pneumoniae (mic between 0.5 and 4 mg/l). This study shows an underestimation of etest pg 32 mics compared to the reference method: broth micro dilution (bmd) eucast (version 2019). This underestimation remains acceptable because the mic agreement rate is higher than 90% (iso criteria: ea = 90%). Complaint trend analysis: the trend analysis of the complaints does not show any deviation on the reference product etest pg32 strips. Conclusion: the eucast statement on etest pg32 mics underestimation has been reproduced with the internal set of strains tested, however, the internal performance study demonstrates that etest pg32 remains with its expected specifications (mic agreement rate is higher than 90%).see h10 for addtl mfg narrative.